Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-03102. Related manufacturer reference number: 1627487-2023-03106. It was reported that the patient lifted heavy boxes, which caused lead migration and pain at the ipg site. Reportedly, the leads ended up behind the ipg. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.